Event description:
Hill-rom received a report from the account stating the right siderail end tube was not connected. The bed was located at the account in cardiology. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint#: (B)(4).

Manufacturer narrative:
The hill-rom tech found the siderail missing rivets most likely lost during transport. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 and 2015. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the rivets to resolve the issue. Based on this info, no further action is required.